Event description:
During a type b dissection case, the ivus catheter used to evaluate the aorta stopped working. A second ivus catheter was deployed and the case was concluded with no harm to the patient.